Event description:
It was reported that while cycling the knee following a pcl reconstruction the screw broke. All pieces were retrieved from the patient. Procedure was completed with a back-up device. Nor delay or patient injury was reported.

Manufacturer narrative:
One 9x25mm biosure regenesorb screw was returned for evaluation. Visual assessment of the screw confirmed the reported breakage. The screw was returned in four pieces of varying sizes. Dimensional assessment is prohibitive due to its returned condition. The complaint was verified; however a root cause could not be determined with confidence. As such the complaint is being closed without conclusion.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.